Event description:
The pt expired due to an unk cause. Upon interrogation of the ICD, it was found in a hardware reset mode. It was also reported that the pt did receive two external cardioversions to convert atrial fibrillation.